Event description:
It was reported that a catheter issue occured. An opticross imaging catheter was advanced for ultrasound examination of the target lesion. During insertion, the catheter made a curling sound and twisted, and the lap joint part became separated. The device was removed, and a different similar device was used to successfully complete the procedure. There were no patient complications.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed the imaging core was coiled and the imaging window detached. It is important to mention that the imaging window was not return for the analysis. No damages or failures were observed on the ccp (catheter code pcba) board assembly. Microscope inspection also revealed the imaging core was coiled and the imaging window detached. Functional test with the guidewire could not be performed due to the condition of the device. The motor drive unit (mdu) and ilab system were used to perform a functional inspection on the device. The catheter was properly recognized by the imaging system when plugged into the mdu and no connection issues or errors were detected during its testing. Regarding the twist and detachment of the imaging window, the following is mentioned in the event description, "when inserting the ivus into the y-connection, the catheter twisted with a curling sound immediately after the tip of the catheter was inserted.", which means that the mdu was on during the insertion of the device. Since the device is not designed to withstand the forces that may have encountered when advancing while rotating, this condition could lead to the encountered twist at the distal section of the device. Consequently, causing the device to get stuck due the twist. It is probable that due to the imaging window detachment, the drive cable lost support while rotating causing it looping around the sheath and caused an imaging core coiled. An instructions for use (IFU) review confirmed that the mdu shall remain "off" when inserting the device. Since the IFU indicates the correct procedure during advancement of the device. For this reason, failure to follow instructions is the assigned cause for the observed imaging window detachment, sheath kinked, and drive cable coiled.

Event description:
It was reported that a catheter issue occured. An opticross imaging catheter was advanced for ultrasound examination of the target lesion. During insertion, the catheter made a curling sound and twisted, and the lap joint part became separated. The device was removed, and a different similar device was used to successfully complete the procedure. There were no patient complications.

Manufacturer narrative:
F10: device code: corrected. The device was returned for analysis. Visual inspection revealed the imaging core was coiled and the imaging window detached. It is important to mention that the imaging window was not return for the analysis. No damages or failures were observed on the ccp (catheter code pcba) board assembly. Microscope inspection also revealed the imaging core was coiled and the imaging window detached. Functional test with the guidewire could not be performed due to the condition of the device. The motor drive unit (mdu) and ilab system were used to perform a functional inspection on the device. The catheter was properly recognized by the imaging system when plugged into the mdu and no connection issues or errors were detected during its testing. Regarding the twist and detachment of the imaging window, the following is mentioned in the event description, "when inserting the ivus into the y-connection, the catheter twisted with a curling sound immediately after the tip of the catheter was inserted.", which means that the mdu was on during the insertion of the device. Since the device is not designed to withstand the forces that may have encountered when advancing while rotating, this condition could lead to the encountered twist at the distal section of the device. Consequently, causing the device to get stuck due the twist. It is probable that due to the imaging window detachment, the drive cable lost support while rotating causing it looping around the sheath and caused an imaging core coiled. An instructions for use (IFU) review confirmed that the mdu shall remain "off" when inserting the device. Since the IFU indicates the correct procedure during advancement of the device. For this reason, failure to follow instructions is the assigned cause for the observed imaging window detachment, sheath kinked, and drive cable coiled.

Event description:
It was reported that a catheter issue occured. An opticross imaging catheter was advanced for ultrasound examination of the target lesion. During insertion, the catheter made a curling sound and twisted, and the lap joint part became separated. The device was removed, and a different similar device was used to successfully complete the procedure. There were no patient complications.